Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer decided not to move forward with a philips repair, and the work order was cancelled. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blank display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blank display. During troubleshooting, the customer was advised to call and report that the v60 was down due to a defective power management board. Onsite service was required, and a field service engineer (fse) would be dispatched to resolve the issue.